Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead due to a lead fracture. It was noted that a lead integrity alert (lia) had been triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.